Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using an powerport m.r.I. Isp involving the use of a peel-away sheath. During the procedure, it was reported that the wing component became dislodged from the sheath. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port isp MRI implantable port with the various components along with one fully peeled apart sheath were returned for sample evaluation. Along with return sample one photo was provided for review. Gross, visual, microscopic visual, tactile and functional evaluations were performed. The peel-apart sheath was fully peeled as the sheath shafts were noted to have bends and twist throughout. The t-handle side from the 8.0fr side was received detached. T handle was noted be broken and sheath was noted be premature separated form t handle. Manufacturing review was performed a closer view of the conditions of the t-handle showed that the gray span was completely separated from the t-handle, residues of the gray sheath were observed on the molding joint with the t-handle, the rupture of the gray sheath showed an irregular fracture therefore "broken t-handle" is confirmed. Premature separation was noted in photo review. Therefore, the investigation is confirmed for the reported sheath premature separation and identified fracture. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using an powerport m.r.I. Isp involving the use of a peel-away sheath. During the procedure, it was reported that the wing component became dislodged from the sheath. There was no reported patient injury.